Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens on (B) (6) 2009 in the patient's right eye. The lens was explanted on (B) (6) 2009 due to inadequate vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B) (4).(B) (4).